Event description:
It was reported that hcp asking if patient can get MRI needed but she states he has impedance issues: electrode impedances: low on bipolar 0x1 for l stn therapy impedances: 540 ohms l stn at 3.9ma (on new settings avoiding contacts 0 and 1) and 850 ohms at current 6.7ma on r stn. No known cause. Hcp was advised to not do MRI per FDA guidance. Contacts are not used for programming.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.